Event description:
It was reported that catheter removal difficulties occurred. The target lesion was located in the iliac vein. A 22x70/10fr 100cm wallstent endoprosthesis stent was advanced and deployed to the lesion without problem. Upon removal of the catheter, it caught on the tip of the non bsc sheath and would not come through without pulling both the entire sheath and the catheter out of the body. So the non bsc sheath and the catheter were removed together. A new unspecified sheath was inserted and the procedure was completed. No patient complications were reported and the patient¿s status is normal.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).